Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that solution did not flow through the cystotome during surgery. The case was able to be completed without harm to the pt. Additional information has been requested, but none is expected.